Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 29-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, diabetes, obesity, uterine bleeding, endometriosis, vulvovaginal candidiasis, uterine fibroids, cyst ovary, breast pain, breast cyst, breast discharge, breast tenderness, constipation, dizziness, fatigue, fever, hematuria, hemorrhoids, post coital bleeding, urinary frequency, vaginal discharge, vulval irritation, weight loss, excessive menstruation, type 2 diabetes mellitus, insomnia, adenomyosis and lower abdominal discomfort. Concomitant products included calcium, diazepam (valium), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norethisterone acetate (microgestin), fluconazole (diflucan), labetalol, medroxyprogesterone acetate (provera), metformin, norethisterone (micronor), paracetamol (acetaminophen), promethazine, sulfamethoxazole;trimethoprim (bactrim), tranexamic acid (lysteda) and valaciclovir hydrochloride (valtrex). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal candidiasis ("candida vaginosis ") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hyst. (Full),salping. (Unilateral) (interpreted as hysterectomy- full). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract disorder, vaginal infection and vulvovaginal candidiasis had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, urinary tract disorder, vaginal infection. Trailing coils: right : 2, left:3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2011: bilateral occlusion. Pathology test - on (B)(6)2017: pathology reports: final pathologic diagnosis uterus and cervix with right fallopian tube, hysterectomy; mild acute and chronic cervicitis with squamous metaplasia. Benign secretory endometrium without evidence of hyperplasia or malignancy. Intramural leiomyomas, one with marked. Benign fibrous serosal adhesions. Focal 9denomyosis. Benign fallopian tube without significant histopathology. Specimen(s) received uterus & rt tube pre-op diagnosis menorrhagia, uterine fibroids gross description: within the right and left cornua there are spiral-shaped metallic objects. Additional abnormalities are not grossly identified. Ultrasound scan vagina - on (B)(6)2016: findings: a transvaginal exam was performed. The uterus is present. The uterus is anteverted, anteflexed. The uterus is 9.21 x 5.27 x 5.8 cm, with volume of 147.42 cml\3. The endometrium measures 12.1 mm. There is a 1.28 x 1.38 x 1.42 cm intramural uterine fibroid. There is a 2.36 x 1.65 x 1.63 cm intramural uterine fibroid . Bilateral essure noted. Conclusion: 2 fibroids seen in the uterus. A eyst seen in the right ovary.. Lot number: 836493 manufacturing date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event candida vaginosis and post procedural complication. Updated outcome of events candida vaginosis as recovered. Updated outcome of event genital haemorrhage as non serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract disorder ("bladder / urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections") and vaginal infection ("bladder / urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections"). The patient was treated with surgery (hyst. (Full), salping. (Unilateral) (interpreted as hysterectomy- full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract disorder and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, urinary tract disorder, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received: case became incident. New events- abdominal pain, menorrhagia, genital bleeding, urinary tract disorder, vaginal infection, psych injury were added. Reporters and lab data were added. Updated outcome of events abdominal pain, menorrhagia, genital bleeding, urinary tract disorder, vaginal infection to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, diabetes, obesity, uterine bleeding, endometriosis, vulvovaginal candidiasis, uterine fibroids, cyst ovary, breast pain, breast cyst, breast discharge, breast tenderness, constipation, dizziness, fatigue, fever, hematuria, hemorrhoids, post coital bleeding, urinary frequency, vaginal discharge, vulval irritation, weight loss, excessive menstruation, type 2 diabetes mellitus, insomnia, adenomyosis and lower abdominal discomfort. Concomitant products included calcium, diazepam (valium), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norethisterone acetate (microgestin), fluconazole (diflucan), labetalol, medroxyprogesterone acetate (provera), metformin, norethisterone (micronor), paracetamol (acetaminophen), promethazine, sulfamethoxazole;trimethoprim (bactrim), tranexamic acid (lysteda) and valaciclovir hydrochloride (valtrex). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hyst. (Full),salping. (Unilateral) (interpreted as hysterectomy- full). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract disorder and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, urinary tract disorder, vaginal infection. Trailing coils: right : 2, left:3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2011: bilateral occlusion. Pathology test - on (B)(6)2017: pathology reports: final pathologic diagnosis uterus and cervix with right fallopian tube, hysterectomy; mild acute and chronic cervicitis with squamous metaplasia. Benign secretory endometrium without evidence of hyperplasia or malignancy. Intramural leiomyomas, one with marked. Benign fibrous serosal adhesions. Focal 9denomyosis. Benign fallopian tube without significant histopathology. Specimen(s) received uterus & rt tube pre-op diagnosis menorrhagia, uterine fibroids gross description: within the right and left cornua there are spiral-shaped metallic objects. Additional abnormalities are not grossly identified. Ultrasound scan vagina - on (B)(6)2016: findings: a transvaginal exam was performed. The uterus is present. The uterus is anteverted, anteflexed. The uterus is 9.21 x 5.27 x 5.8 cm, with volume of 147.42 cml\3. The endometrium measures 12.1 mm. There is a 1.28 x 1.38 x 1.42 cm intramural uterine fibroid. There is a 2.36 x 1.65 x 1.63 cm intramural uterine fibroid . Bilateral essure noted. Conclusion: 2 fibroids seen in the uterus. A eyst seen in the right ovary.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming:, menorrhagia, pelvic pain, dyspareunia, weight gain, dysmenorrhea, abdominal pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure start date and stop date updated. Other relevant history and lab data updated. Lot number newly added. Events: abnormal bleeding vaginal, depression, anxiety, dysmenorrhea newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, diabetes, obesity, uterine bleeding, endometriosis, vulvovaginal candidiasis, uterine fibroids, cyst ovary, breast pain, breast cyst, breast discharge, breast tenderness, constipation, dizziness, fatigue, fever, hematuria, hemorrhoids, post coital bleeding, urinary frequency, vaginal discharge, vulval irritation, weight loss, excessive menstruation, type 2 diabetes mellitus, insomnia, adenomyosis and lower abdominal discomfort. Concomitant products included calcium, diazepam (valium), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norethisterone acetate (microgestin), fluconazole (diflucan), labetalol, medroxyprogesterone acetate (provera), metformin, norethisterone (micronor), paracetamol (acetaminophen), promethazine, sulfamethoxazole;trimethoprim (bactrim), tranexamic acid (lysteda) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary probs.,vag. Infect. (Interpreted as urinary problems, vaginal infections") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hyst. (Full),salping. (Unilateral) (interpreted as hysterectomy- full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, urinary tract disorder and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, urinary tract disorder, vaginal infection. Trailing coils: right : 2, left:3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: bilateral occlusion. Pathology test - on (B)(6) 2017: pathology reports: final pathologic diagnosis uterus and cervix with right fallopian tube, hysterectomy; mild acute and chronic cervicitis with squamous metaplasia. Benign secretory endometrium without evidence of hyperplasia or malignancy. Intramural leiomyomas, one with marked. Benign fibrous serosal adhesions. Focal 9denomyosis. Benign fallopian tube without significant histopathology. Specimen(s) received uterus & rt tube pre-op diagnosis menorrhagia, uterine fibroids gross description: within the right and left cornua there are spiral-shaped metallic objects. Additional abnormalities are not grossly identified. Ultrasound scan vagina - on (B)(6) 2016: findings: a transvaginal exam was performed. The uterus is present. The uterus is anteverted, anteflexed. The uterus is 9.21 x 5.27 x 5.8 cm, with volume of 147.42 cml\3. The endometrium measures 12.1 mm. There is a 1.28 x 1.38 x 1.42 cm intramural uterine fibroid. There is a 2.36 x 1.65 x 1.63 cm intramural uterine fibroid . Bilateral essure noted. Conclusion: 2 fibroids seen in the uterus. A eyst seen in the right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming:, menorrhagia, pelvic pain, dyspareunia, weight gain, dysmenorrhea, abdominal pain lot number: 836493 manufacturing date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.